Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was between 2 mg/dl to 5 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer was not on auto mode. Customer stated that insulin pump had recurring insulin flow block alarms. No further patient complications were reported.